Event description:
It was reported that when the 2.5 x 15 mm mini vision stent delivery system (sds) was removed from the packaging, the stent came off the balloon and remained in the sheath. There was no resistance during removal of the protective sheath. The sds was not used and was replaced. A new mini vision was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.